Manufacturer narrative:
(B)(4) -(message has static).results - evaluation of the returned product found that the nurse call light comes on and off intermittently when the cable is wiggled. The alarm has static sound when the voice message plays. The tone sounds as it should. Loose parts can be heard inside the alarm case. Note: instructions for use has a statement: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).

Event description:
The customer reported there are sounds of static when the voice recording the played, they replaced the batteries with a new supply and there is no visible damage to the outside of the alarm reported. There was no patient incident or injury reported.